Event description:
Anesthesia was looking down the double lumen tube with their bronchoscope to confirm proper placement. The bronchoscope got stuck while trying to take it out. After pulling out the broncoscope it was noticed that approximately the last two inches of the black outer layer of the scope was degloved. Anesthesia looked down the tube with a smaller scope and realized that microscopic pieces of the black outer layer were isolated in the patient's airway. Md suctioned and irrigated until he could not see anymore of the pieces.====================== health professional's impression======================the scope was too big for the double lumen tube.